Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with 375cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided implant deflation, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with 575cc mentor smooth round moderate profile saline breast implants, catalog # 3501690, on (B)(6) 2020.

Manufacturer narrative:
On 13-jul-2020, mentor became aware that the patient underwent replacement with 575cc mentor smooth round moderate profile saline breast implants, catalog#: 3501690, left serial#: (B)(6) and right serial#: (B)(6) on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On(B)(6)2020, mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: two devices with no lot number were received in the laboratory for analysis, since it was not possible to identify which one belonged to the complaint, both implants were analyzed. During the visual evaluation of device a, an area of missing material was observed on the anterior aspect, measuring approximately 3.8 cm x 3.4 cm. Microscopic examination in the missing material edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. During the visual evaluation of device b, some anomalies were observed on the anterior and posterior view of the device consistent with a crease/fold. Leak testing of device b was performed, according with mentor procedure, and it revealed a tear located at a junction at the valve system. Microscopic examination of device b was performed and the cause of the deflation could not be identified. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).